Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a black spot in the tube. The following information was provided by the initial reporter: "black spot in tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a black spot in the tube. The following information was provided by the initial reporter: "black spot in tube."